Manufacturer narrative:
(B)(4). Investigation summary the analysis results found that the el5ml device was received with the jaws partially closed. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, two clips were ejected. The device was disassembled and it was noted that the cam was damaged for distal end and four clips were found inside clip track. No conclusion could be reached as to how the cam was become damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws could not to be closed though grasping the trigger during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.